Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed seven and a half years remaining longevity. During the recent device check, the device showed three and a half years remaining longevity. Analysis showed that the device was depleting normally. The increase in power was consistent with the onset of persistent atrial arrhythmias. The device remains in service. No adverse patient effects reported.